Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to supra ventricular tachycardia (svt) with rapid ventricular rate. The patient was subsequently admitted to the hospital where the patient received medical treatment. The patient was discharged in relatively stable condition. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.